Manufacturer narrative:
A device history record was reviewed and indicated that the product was release accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; leaking was observed. A possible root cause for leaking could be a dimensional gap between the connector and tubing. As part of continuous improvements, a corrective action has been opened to address this reported issue. These actions are designed to prevent the reoccurrence of the reported defective condition. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-24.

Event description:
The customer has reported that there is an issue at the junction of the spike and tubing of the feeding set. Issue was discovered during priming.